Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6), 2011, the lay-user/reporter claimed that her blood glucose reading elevated to "400mg/dl" after multiple occlusion alarms prompted by the animas pump. The pt reported symptoms of "extremely thirsty, has nausea and doesn't feel well." No ketones were reported at the time of concern. During troubleshooting, the customer care advocate verified there was no sign of bending or kinking of the cannula. The pt did not attempt to inject insulin with a syringe. The animas pump was disconnected from the pt as 3 successful units of bolus was dispensed. This complaint is being reported due to the following conclusions: the pt claimed that her blood glucose was elevated with symptoms suggestive of hyperglycemia. Although there were multiple occlusion alarms, the pt has been trained to give her "an injection of insulin if delivery is interrupted for any reason."